Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited low pacing impedance. No intervention was performed; the patient would continue to be monitored. The patient was stable.